Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead displayed noise on the rv and shock electrogram. The threshold measurement had also increased. Our company received additional information, five months later, that the rv lead was explanted due to poor r wave measurements, high threshold measurements and a suspected dislodgement. A new lead was successfully implanted. There was no report of adverse patient effects due to the explant procedure. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted cuts and body fluid in the lumen in several areas. Body fluid was also noted in the helix housing. The medical adhesive was torn and the distal end of the proximal spring electrode was separated from the lead body insulation. Resistance testing was completed to assess the lead's electrical performance and measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.